Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr observed the reported errors had occurred but when testing the device, the fsr was unable to duplicate the customer's reported issue. The unit passed all testing with no malfunctions detected.

Event description:
The customer reported that the suspect vela ventilator will run for about an minute and then goes inoperable with a "motor fault" alarm. There was no patient involvement associated with the reported event.